Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected weak battery alarms observed during analysis. No traces of moisture noted at the electronic or motor assemblies during visual inspection.

Event description:
Customer reported that she was hospitalized due high blood glucose. The blood glucose reading was 427 mg/dl. Customer stated that she had a heart attack in the hospital, but it was stress related. Customer stated that her insulin pump was scan at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.